Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for three unknown broken screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation procedure was performed on (B)(6) 2014. A longer broad dynamic compression plate with fourteen holes was used under strict non weight bearing until (B)(6) 2014. A revision surgery was done on (B)(6) 2014 with a 4.5 broad sixteen hole locking compression plate. It was also reported that there were three unknown broken screws. There were no reports of a surgical delay. This report is for three unknown broken screws. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An image reading of the 4 x-rays was conducted by a medical director from this manufacturer. The following information was reported: 4 x-rays were received. Labelled pre-op (B)(6) shows a fracture of the proximal shaft of the right femur. Labelled post-op (B)(6) shows a lateral view of fixation of the fracture with a plate and 10 screws. Labelled post-op (B)(6) shows an ap view of fixation of the fracture with a plate and 10 screws labelled post-op (B)(6) (not sure why post-op - complaint history shows that this is probably pre-op to revision surgery on april 30) shows an ap view of the same fracture with 3 broken screws and 2 additional screws which have pulled through the plate this is report 1 of 2 for (B)(4).